Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the last firing at the pouch gastric stomach during a laparoscopic gastric sleeve procedure, the loading unit broke off and fell into the patient's cavity. The loading unit was retrieved using a laparoscopic instrument. Also, it was mentioned that there was an issue on the packaging. Another loading unit was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led a photographic evaluation of one photograph of a single use loading unit. A visual inspection of the returned photo noted that the cartridge of the loading unit can be seen to be disengaged from the loading unit cartridge jaw. The cartridge can be seen bent/broken in the middle of the channel. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged and disengaged cartridge may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was due to the product not being used as indicated which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the last firing at the pouch gastric stomach during a laparoscopic gastric sleeve procedure, the loading unit broke off and fell into the patient's cavity. The loading unit was retrieved using a laparoscopic instrument. Another loading unit was used to complete the case. There was no patient injury.